Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering the insulin. The customer¿s blood glucose level was 490 mg/dl at the time of incident and the current blood glucose level was 270 mg/dl. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported of high blood glucose level. Customer alleges insulin pump was under delivering since the moment she has received the pump she has been higher than usual. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the drive support cap appears normal. The insulin pump will be returned for analysis.